Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with a depleted battery. According to the facility, this event occurred in the micu. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a depleted battery was confirmed but not reproduced by baxter personnel during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA.